Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: unknown. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that during a procedure with the angio-seal vip device the suture knot did not drop and the user was unable to tamp and see the black line. This occurred after clicking it together, and separating the arrows to the second click, during the pull back. The proximal plastic of the device holding the string and tamp tube was cut. They manually drew the suture down and tamped. There was no patient injury or case delay. The physician stated that it could have been user error.